Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Due to the lot number being unknown, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported to fresenius that a critically ill patient on extracorporeal membrane oxygenation (ECMO) support, utilizing the novalung ECMO console with the xlung kit 230 oxygenator experienced hemolysis. There was no specific allegation that the event was related to a deficiency or malfunction of any fresenius device(s) or product(s). Upon follow up correspondence with a director of mechanical circulatory support, it was reported this patient was placed on ECMO support due to pulmonary failure caused by acute respiratory distress syndrome (ards) secondary to a covid-19 infection (exact date not reported). On day 14 of ECMO support utilizing the xlung kit 230, hemolysis was noted. ECMO settings included veno-venous support with a blood flow of 2.6 l/min at 4500 rpm¿s and 0.5 l/min sweep gas. Clots were noted in the tubing and the oxygenator at the time hemolysis presented. Additionally, the reported age of the oxygenator was 14 days. At the time hemolysis was noted, it was decided to change the circuit and oxygenator (presumably to an additional xlung 230 kit) and the patient continued with ECMO support for an additional two days. The patient was discontinued from ECMO support after 16 days utilizing the novalung ECMO device and on day 47 of ECMO support. There was no indication the patient experienced an adverse event or serious injury due to hemolysis and there was no harm to the patient as reported by a medical professional.

Event description:
It was reported to fresenius that a critically ill patient on extracorporeal membrane oxygenation (ECMO) support, utilizing the novalung ECMO console with the xlung kit 230 oxygenator experienced hemolysis. There was no specific allegation that the event was related to a deficiency or malfunction of any fresenius device(s) or product(s). Upon follow up correspondence with a director of mechanical circulatory support, it was reported this patient was placed on ECMO support due to pulmonary failure caused by acute respiratory distress syndrome (ards) secondary to a covid-19 infection (exact date not reported). On day 14 of ECMO support utilizing the xlung kit 230, hemolysis was noted. ECMO settings included veno-venous support with a blood flow of 2.6 l/min at 4500 rpm¿s and 0.5 l/min sweep gas. Clots were noted in the tubing and the oxygenator at the time hemolysis presented. Additionally, the reported age of the oxygenator was 14 days. At the time hemolysis was noted, it was decided to change the circuit and oxygenator (presumably to an additional xlung 230 kit) and the patient continued with ECMO support for an additional two days. The patient was discontinued from ECMO support after 16 days utilizing the novalung ECMO device and on day 47 of ECMO support. There was no indication the patient experienced an adverse event or serious injury due to hemolysis and there was no harm to the patient as reported by a medical professional.

Manufacturer narrative:
Additional information: the lot number for this device was not provided. As a lot number could not be determined, device history and manufacturing records could not be reviewed. The plant investigation is still in process and a supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: in the instructions for use for the xlung kit 230, it states the intended duration of oxygenator use is 9 days. The reported age of the oxygenator was 14 days, and it was used for 5 days beyond its intended use. Additionally, hemolysis is a well-known and anticipated complication mechanical circulatory support. Appropriate steps were taken by the ECMO support staff to change the oxygenator; however, it can be concluded, hemolysis more than likely occurred as a result of the overuse of the oxygenator and not due to a deficiency or malfunction of the novalung console with the xlung kit 230. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
It was reported to fresenius that a critically ill patient on extracorporeal membrane oxygenation (ECMO) support, utilizing the novalung ECMO console with the xlung kit 230 oxygenator experienced hemolysis. There was no specific allegation that the event was related to a deficiency or malfunction of any fresenius device(s) or product(s). Upon follow up correspondence with a director of mechanical circulatory support, it was reported this patient was placed on ECMO support due to pulmonary failure caused by acute respiratory distress syndrome (ards) secondary to a covid-19 infection (exact date not reported). On day 14 of ECMO support utilizing the xlung kit 230, hemolysis was noted. ECMO settings included veno-venous support with a blood flow of 2.6 l/min at 4500 rpm¿s and 0.5 l/min sweep gas. Clots were noted in the tubing and the oxygenator at the time hemolysis presented. Additionally, the reported age of the oxygenator was 14 days. At the time hemolysis was noted, it was decided to change the circuit and oxygenator (presumably to an additional xlung 230 kit) and the patient continued with ECMO support for an additional two days. The patient was discontinued from ECMO support after 16 days utilizing the novalung ECMO device and on day 47 of ECMO support. There was no indication the patient experienced an adverse event or serious injury due to hemolysis and there was no harm to the patient as reported by a medical professional.